Event description:
A theater sister reported that during an intraocular lens (iol) implant procedure, the haptic got stuck to the optic of the lens during insertion and caused zonular damage. A capsular tension ring was inserted to support the capsular bad due to the damage to the zonules. Additional info has been requested.

Manufacturer narrative:
Eval summary: the product was returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional info has been requested. (B)(4).